Event description:
Infected right breast implant. Explantation right breast implant done. Incised via inframammary scar, capsule approx 1-2mm in thickness. Upon fenestration, there was drainage of straw-colored fluid, slightly cloudy. Fluid sent for fungal and gram stains and cultures. Approx 50 to 75cc surrounded the implant. Implant was a round silicone implant, with no markings. Wound was irrigated with antibiotic fluid & dressed with silvadene-coated kerlix.